Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The change in impedance measurements was noted to be gradual and suspected to be due to lead calcification. Technical services (ts) discussed programming of the device and lead. This rv lead remains in service. No adverse patient effects were reported.